Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient was hospitalized for a diabetes-related event. On (B)(6) 2017, the patient's parents made their daily phone call to the patient and she did not answer. It was reported that the patient's parents contacted an unspecified party to pick up the patient and take her to the emergency room (ER). It was indicated that the patient was admitted to the hospital on (B)(6) 2017 and was released on (B)(6) 2017. The patient stated that she was transferred between multiple medical facilities during the time of her admittance. It is unknown what caused the patient to be taken to the ER as the patient did not wish to provide further details regarding the event. There was no allegation against the dexcom system. At the time of contact, the patient had improved. No additional patient or event information is available.